Manufacturer narrative:
Additional information provided noted that this patient was not feeling well and had gained a lot of weight and was always sleeping as reported by the patients son. It was noted that tests were performed and it was noted that the rv lead was loose. It was noted that the fault rv lead had to be replaced and removed, and although this was possible in (B)(6) it was not possible to remove the lead due to lack of equipment. A proposal to cut the lead and implant a new lead was discussed. The patient's son disused the case and noted that in (B)(6) the rv lead could be removed and not removing the lad could cause tissue growth and other issues in the future. The patients son wanted to know if it would be appropriate so have the procedure in (B)(6) or in (B)(6). The patient was meanwhile discharged from the hospital in (B)(6). Boston scientific technical services (ts) waned to have device interrogation to have all the data available to access this case. A download of the device data is pending for review at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced an inappropriate shock. During a follow up artifacts which were recognized as ventricular fibrillation were noted. Inappropriate anti tachycardia therapy was delivered in the vf zone and the proceeded to provide an inappropriate shock. Noise was seen on the right ventricular (rv) and right atrial (ra) lead in only one event, while other events showed noise only on the rv channel. An alert was triggered due to low r wave measurements, otherwise all impedance measurements were normal. It appears that the noise was seen when the patient moves their left hand and it was noted that sometimes pacing was suspended. No changes were made, adverse patient effects were reported, but not specified. Additional information also noted that there was no reported therapy exhaustion due to the inappropriate therapy and no reported asystole on the ra or rv lead. The patient was not dependent on ra lead therapy. It was clarified that the patient did not experience any adverse effects. The rv sensitivity was increased and the system currently remains implanted. Further additional information noted that it was advised to revise the rv lead but the equipment could be delivered to (B)(6) until (B)(6) 2016 thus the patient son wanted to know regarding the urgency of the procedure and if the patient should be brought back to (B)(6). Ts suggested to discuss with the physician and wanted to obtain a save to disk for further review of the case.

Manufacturer narrative:
Additional information noted that no revision has been planned at this time. The patient was discharged and was feeling well. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information noted that this patient was admitted to a hospital in australia for a revision procedure and the rv lead was explanted and replaced. It was noted that the pace impedance measurements were varying on the rv pace/sense. The lead will not be returned. The device remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information noted that a save to disk was not performed as the patient left the hospital. The plan was to implant a new rv lead, and the procedure is planned in the next fifteen days. A save to disk will be performed once the patient return to the hospital. The device was reprogrammed and increase the rv sensitivity.